Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0267376 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for performance. Retention samples from batch 0267376 (100 tubes) were available for inspection. No defects were observed in 100/100 retention samples. For investigation of this complaint, retention tubes were tested for growth support and antibiotic susceptibility of mycobacterium species per the standard performance protocol for material 245122 as listed in the certificate of analysis. Growth support and antibiotic susceptibility of all organisms tested in the retention tubes from batch 0267376 was satisfactory with positive results returned from the instrument within the expected times. One photo was received to assist with the investigation: the photo shows one tube. One tube appears to have white clumps towards the sensor of the tube. No product information can be seen from the photo provided. No returns were received to assist with the investigation. Retention sample testing for growth support and antibiotic susceptibility was satisfactory. Bd will continue to trend complaints for performance. This complaint cannot be confirmed. H3 other text : see h.10.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 4ml (100/sp) false negative results were obtained by the laboratory personnel. A subculture was used to confirm the results as false negatives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter "we have mgit customer that had an incident of fn."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 4ml (100/sp) false negative results were obtained by the laboratory personnel. A subculture was used to confirm the results as false negatives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter "we have mgit customer that had an incident of fn."